Manufacturer narrative:
Product ID 8709, lot # l67850, implanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
Additional information received reported no other troubleshooting had been done. The actual residual volume versus expected residual volume was not provided to the reporter and it was reported that no cause was determined. It was noted the provider had passed on the information. The patient was reportedly doing well.

Event description:
It was reported that this pump has had volume discrepancies and believed to have been within specification. This device system was used to deliver lioresal.